Event description:
Procedure type: gynecology. According to the reporter: the customer reports "the device did not staple. Although the safety button was removed before manipulation. Tissue damaged on the ovary because of the several trials to staple." No reinforcement material was used. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).